Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Traces of moisture found at motor assembly per visual inspection. The insulin pump was also received with cracked case at display window corners and minor scratched lcd window. No traces of moisture noted at electronic assembly. No belt clip was received with the insulin pump therefore, unable to verify belt clip anomaly.

Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer has a blood glucose level was 429 mg/dl at the time of the call. The customer states that there is fluid/moisture under the lcd display. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis.